Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during total laparoscopic hysterectomy, the device¿s needle and thread broke while being applied on closing the vaginal cuff. The needle broke away from the device on the last suture throw and was in the cuff tissue. Surgeon was able to find it and retrieve it after a 30 min search the component the fell onto the patient cavity with the help of x-ray. Time extended more than 30 minutes while searching and waiting on x-ray to shoot pictures. The tech dipped the suture in saline right before use. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Device had biological residue lodged in jaws. Difficulty was experienced in loading, unloading or toggling the needles in the device prior to cleaning out biological residue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when biological residue builds up in the jaws of the device from prolong use or use in more than one procedure. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.